Manufacturer narrative:
The explanted products were discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the surgical wound at the device pocket did not close properly and the device was exposed. The system was explanted due to a high risk of infection, and a new system was implanted on the patient&#38112;right side. No additional adverse patient effects were reported.